Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. It was determined that the customer did not have the correct settings selected for the probe that was being used. The company representative talked the customer and the customer was able to resolve the issue remotely. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using the incorrect setting. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the vitrectomy cutter did not work. An alternate system was used to complete the case. There was no patient harm.